Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that an animal underwent an unknown procedure on (B)(6) 2018 and suture was used. During the procedure, the suture detached from the needle. Another like device was used to complete the procedure. There were no adverse consequences for the animal. No additional information was provided.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Two empty labeled winding formers of product code (B)(4) were returned for analysis. No suture or needle were returned for evaluation to determine the assignable cause therefore, the reported failure could not be evaluated. The manufacturing records were reviewed and the manufacturing/ packaging criteria were met prior to the release of this batch. It could not be determined what may have caused the reported incident.